Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported screen fades in and out on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3 h6 and h10. Results of investigation: vyaire received the device for evaluation. Technician visually inspected unit under test assembly, there were no visible defects, damage, or contamination. Installed unit under test in a known good vela test stand. Powered in user mode where the unit display screen showed discolored. The unit under test was received as outdated component and has the potential to fail therefore no further actions are needed. The reported complaint was confirmed and duplicated. The liquid crystal display failed internally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.